Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation the hyperform occlusion balloon catheter was returned for analysis. No damages or irregularities were found with the hyperform hub. No bends or kinks were found with the hyperform catheter body. Upon visual inspection, no damages or irregularities were found with the hyperform balloon/distal tip. An attempt was made to flush the hyperform occlusion balloon catheter; however, could not be flushed as it was likely occluded with dried contrast. In order to test for balloon inflation, the catheter body was separated (cut) and a mandrel into the distal tip of the balloon. The balloon was inflated. No leaks were detected. Based on the device analysis and reported information, the customer¿s report of ¿poor balloon visualization¿ could not be confirmed. No defect was found with the returned hyperform occlusion balloon catheter that would have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation; analysis findings are not yet available. A follow-up MDR will be submitted when evaluation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the hyperform balloon was not visible under fluoro. No patient injury was reported to have occurred.